Event description:
It was reported that the patient was admitted to the emergency room with dizziness and shortness of breath. Boston scientific technical services (ts) was contacted, and ts saw right ventricular oversensing. The device and leads remain in service. No additional adverse patient effects were reported.